Manufacturer narrative:
Block b3: date of event was approximated to november 8, 2017, implant date, as no event date was reported. Block h6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e1304 captures the reportable event of overactive bladder. Imdrf patient code e1405 captures the reportable event of painful intercourse. Imdrf patient code e1720 captures the reportable event of bladder irritation. Imdrf patient code e2006 captures the reportable event of mesh extrusion. Imdrf patient code e0506captures the reportable event of heavy vaginal bleeding. Imdrf impact code f12 captures the reportable event of serious injury.

Event description:
It was reported that an obtryx system-curved device was implanted during a procedure performed on (B)(6) 2017. Due to the implantation, the patient experienced severe dyspareunia, stress urinary incontinence, overactive bladder, mesh extrusion, bladder irritation, pelvic pain, uterovaginal prolapse, and heavy vaginal bleeding.